Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom reporter contacted animas on behalf of the patient to report that the insulin pump seems to take a long time to deliver insulin. In addition, when the patient¿s dad checked the insulin pump history, he saw a 4.2uez bg given by the meter, followed by a 4.2uez bg bolus given by the pump. The pump reportedly was locked at the time. The reporter immediately had the patient eat. There was no report of any serious injury. The reporter was advised to discontinue insulin pump therapy and to begin a backup plan. The animas products were replaced and requested back for investigation. This complaint is being reported due to the unresolved inaccurate insulin delivery issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: during investigation, the pump¿s history was reviewed and showed no activity outside of normal use. The last basal delivery was on (B)(6) 2013. The total daily dose correctly reflected the programmed basal target. The bolus history showed two ¿ez-bg¿ boluses of 4.2 units recorded on (B)(6) 2013. The pump powered on and displayed the ¿verify¿ screen. The pump was primed and exercised for 24 hours with no delivery interruption occurring. The pump was able to pair with a test meter; ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ boluses were performed successfully and were accurately recorded in the pump¿s history. The unit passed a 29 hour flow accuracy test. The keypad was found to be undamaged and fully responsive. The inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.